Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review could not be completed as the lot number was not provided by the customer. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter (B)(4) of an interlink set in which there was a backflow of an anti-nausea medication through a check valve that went into an unknown primary bag during an infusion.the customer was not aware of the check valve's purpose and therefore did not invert and tap it during the priming process. The amount of the medication given to the patient is unknown, however the set was changed out and the patient received a dosage of this medication. It is unknown whether the patient was hospitalized. No additional information is available.